Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that approximately 1 year ago, the pt presented with heart failure signs and symptoms including shortness of breath and fluid volume overload. A CT scan revealed suspected thrombus at the distal end of the outflow graft, near the ascending aorta. The pt was admitted at that time and given medication. The issue resolved and the pt was discharged.

Manufacturer narrative:
The issue resolved at the time of the event. The pt was admitted again in 2013 and a pump exchange occurred on (B)(6) 2013 (MFR #2916596-2013-00921). No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.